Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly. Customer's blood glucose level was 103 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.